Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported door latch problem, which was reproduced. The evaluation experienced a constant door not fully latched message. The messages were found to be caused by a failed lower link switch on the lower auxiliary assembly. The failed lower auxiliary assembly was replaced.

Event description:
It was reported that a spectrum pump has a door latch problem. It was also reported there was no patient involvement.